Event description:
A customer in (B)(6) reported different calibration test results after testing twice when using vidas testosterone ii ref: (B)(4) lot 1004052240 expiry date: 08/16/2016. Although ref (B)(4) is not sold within the united states, a similar product, ref (B)(4), is sold within the united states. There were no reports of patient harm. An investigation will be conducted into this incident.

Manufacturer narrative:
An investigation into a discrepant calibration result with the vidas® testosterone ii kit was performed. The customer did not return affected kit; therefore it was unable to be tested. A retain sample from the same lot was tested. This testing resulted in successful calibration results of s1= 1788 rfv and s1 = 1793 rfv. A manufacturing batch record review was performed and revealed no associated incidents or anomalies. Additionally, a complaint analysis for this lot was performed and revealed no other reported complaints. Based on the results of the investigation, the customer's complaint cannot be confirmed. The vidas® testosterone ii kit is performing as intended.